Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. These events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported injecting the patient in the glabella with 1 syringe of juvéderm volbella® xc. Three months later, the patient was injected in the marionette lines with 1 syringe of juvéderm volbella® xc. Two and a half months later, the patient presented with ¿swelling and erythema¿ at the injection site. The patient was treated the same day with prednisone, biaxin 500 mg bid x 30 days, and hylenex. This is the same event and the same patient reported under MDR ID 3005113652-2019-00284 (allergan pr (B)(4)). This MDR is being submitted for the second injection of suspected product, juvéderm volbella® xc v15la70557.